Event description:
It was reported that a pinhole was present, and sterile water leaked out from foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received (5) photo samples. The first photo was a top view of the three-way catheter with return syringe. The second photo was a zoomed in view of the trifurcation site with arrow pointing to where the failure occurred. The third photo was of the inflation cap with the batch# ngjy4782. The fourth photo was of the tray labeling with the batch# mykq6348. The last photo was a document in the countries foreign language. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4782. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution slowly leaked out of a 0.013" pinhole found at the trifurcation. This is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h, initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a pinhole was present, and sterile water leaked out from foley catheter. Per follow up information received via ibc on 26sep2025, stated that three-pronged portion of the catheter had leakage.